Event description:
A malfunction alarm identified as malf 16 was reported without any notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Corrective actions included tandem technical support sending a replacement pump equipped with updated software, with instructions provided for proper usage and returning the malfunctioning pump. The customer acknowledged understanding of these instructions and was advised to use multiple daily injections as backup therapy.